Manufacturer narrative:
Conclusion not yet available, evaluation in process. A follow-up report will be submitted as soon as the investigation is complete. Oscor is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor, which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor or its employees, that the report constitutes an admission that the device, oscor or its employees, caused or contributed to the event described in this report.

Event description:
Summary: leakage from the loader (12f202606000101). Description / sequence of events: the subject device was used during an asd closure procedure. During device preparation, the loader was flushed per standard practice; however, saline leaked from the loader, preventing it from filling properly. A second device package of the same size was opened, and the replacement loader exhibited the same issue. As a workaround, the procedure was continued with the loader connected to the sheath while maintaining continuous flushing. The occluder was deployed successfully without any procedural complications, and the case was completed as intended. Visual inspection of both loaders did not identify any apparent damage or abnormalities. Functional assessment revealed that flushing was normal when the loader was tested alone. However, when the delivery pusher was inserted into the loader, saline leaked and the loader could not be adequately filled. The issue was observed with both devices used during the procedure. Reported issue: saline leakage occurred from the loader only after insertion of the delivery pusher, preventing proper filling of the loader. The issue was observed with two loaders of the same size, although no visible damage was identified and device deployment was ultimately successful. Regulatory authority was not notified.